Event description:
I have been advised by my dr, the depuy pinnacle device used in my hip replacement is failing. The implant is less than 1 year old. He made that decision as a result of examination, description of pain and results from an MRI. My hip replacement was (B)(6) 2009. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hip replacement.